Event description:
It was reported that approximately 4 years and 4 days following the implant of this transcatheter bioprosthetic valve, aortic stenosis was noted. No patient complications have been reported as a result of this event. Additional information was received that imaging showed a possible pannus/thrombus vs. Inadequate contrast filling inside of the valve frame. Additional information was received indicating that approximately 7 months later, the valve was explanted from the patient. A surgical aortic valve was implanted in the patient.

Manufacturer narrative:
Updated data: b1. B2. B5. Added third paragraph. D9. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 4 days following the implant of this transcatheter bioprosthetic valve, aortic stenosis was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside in a large specimen jar fully submerged in cloudy unidentified solution. The explanted valve frame exhibited a reduced inflow orifice with inflow ellipticity. All leaflets were in a partially closed position with gaps between the free margins. Leaflets showed restricted mobility associated with visible calcification. Leaflet 1 (l1): outflow view: off-white pannus overgrowth lined the margin of attachment and extended onto the belly. Large calcific nodules adhered to the superior coaptive junction (scj) of commissure 1-2, with free-edge splits noted at the free margin. Leaflet deterioration associated with intrinsic calcification was observed at the belly. Additional leaflet deterioration was noted at the scj distal to commissure 3-1.inflow view: a large cluster of extrinsic calcification nodules infiltrated the margin of attachment (moa), extending onto the belly, with visible leaflet deterioration. Calcification extended to the inferior coaptive areas (ica) between l1-l3 and l1-l2. Additional tissue deterioration was observed at the ica between l1-l2, appearing associated with contiguous calcification. Leaflet 2 (l2): outflow view: pannus overgrowth lined the moa and partially extended to the belly. Calcific nodules adhered to the scj of commissure 2-3. Both intrinsic and extrinsic calcification were present throughout the belly, with visibly tissue deterioration at the free margin and coaptation point. See figure 6. Inflow view: multifocal calcific clusters were noted at the moa, extending onto the belly. Calcification stiffened the leaflets, restricting mobility. Leaflet 3 (l3): outflow view: pannus overgrowth noted at the moa, extending onto both scjs. Clusters of calcific nodules adhered to the scj of commissure 2-3, with additional nodules along the scj of commissure 3-1. Visible leaflet deterioration was observed distal to commissure 3-1. Inflow view: a large calcific cluster adhered to the moa, partially extending to the mid-belly region. Leaflet dehiscence was noted at the moa of the ica between l3-l1. Commissure 3-1 showed signs of explant damage (incision markings on the commissure pad), with calcification distal to the commissure. Commissures 1-2 and 2-3 were thinly encapsulated with pannus; pads appeared intact. Sutures on outer frame surface were partially covered by pannus, with no apparent damage to exposed sutures. Multiple bent struts were identified on the outflow frame near l2 and l3, likely associated with explant-related damage. No frame fractures were observed. Glistening off-white pannus remnants adhered to the frame and moa of all leaflets. Thick pannus remnants adhered to the circumference of the outflow frame. A thick layer of off-white pannus adhered to the inflow crowns and lined the inner lumen. Radiographic imaging confirmed calcification on all leaflets and scjs of commissures, with additional calcification around the valve skirt. No stent fractures were detected; bends in the outflow frame were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 4 days following the implant of this transcatheter bioprosthetic valve, aortic stenosis was noted. No patient complications have been reported as a result of this event. Additional information was received that imaging showed a possible pannus/thrombus vs. Inadequate contrast filling inside of the valve frame.

Manufacturer narrative:
Updated: b5, d3, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.